Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. Auxiliary control unit (acu) watchdog failure found in the event history log. During functional testing using the power up process the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board, cleaned, greased and recalibrated. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a system failure alarm. No patient injury was reported.